Event description:
Arterial line tubing disconnected with minimal tension on line. Pts alarm sounded and rn to bedside within minutes as pt bleeding from artery. No harm to patient..

Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp adult kit. Tubing was completely detached from bond joint with reservoir. Uv adhesive was present at very small part of tubing bond area. Tubing was also bent at the detached bond joint. Tubing o.d. Was measured .141" near the point of detachment. Spec. Is .141"+/-.002" per drawing (rev. Ad). It appeared that inadequate uv adhesive did not sufficiently secure the bond joint.